Event description:
Customer reported that plasma sample tested sypbilis negative with questionable visual determination. Retesting of serum sample gave syphilis positive results that were confirmed as positive via another method.